Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In the evaluation of omsc, the reported phenomenon was not duplicated, and no abnormality was found in the subject device. The exact cause of the reported event could not be conclusively determined. There was the possibility that the reported phenomenon was attributed to something other than the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to omsc for evaluation. However, the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during a laparoscopic pancreatectomy using the subject device, the subject device gave the excessive pressure error and alarming sound, and the caution lamp for excessive pressure of the front panel of the subject device blinked. Thus, the facility replaced the subject device to a similar device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.